Manufacturer narrative:
The device system is expected to be returned, although no analysis is needed. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an infected pocket. The device system was explanted due to the infection. No additional adverse patient effects were reported.